Event description:
As reported, approximately 4. 5 years post op the initial right tha, this 61 y/o female patient was revised. The patient presented back with complaints of pain and dissatisfaction with their right primary exactech hip. The patient had a recall gxl poly liner and was booked for revision surgery on (B)(6) 2022. During that surgery, the femoral head, gxl liner, and integrip acetabular cup were removed from the patient. The patient was revised to a djo dual mobility acetabular component and a 28mm exactech ceramic head and a +0mm adaptor sleeve to obtain better fixation and stability of components. The patient left the or stable. Devices are not returning, the implant(s) were sent to the lab and legal at the hospital. X-rays are not available. 170-32-00, 4695523 - biolox delta femoral head 32mm od +0mm.

Manufacturer narrative:
Device evaluated by MFR: pending evaluation. Concomitant medical products: 186-01-48, 4375356, integrip cluster hole shell 48mm g1, 180-65-25, 5039461, alteon 6.5mm screw, 25mm, 180-65-20, 4923700, alteon 6.5mm screw, 20mm, 190-20-03, 4916482, alteon ha s no collar standard sz 3, 170-32-00, 4695523, biolox delta femoral head 32mm od +0mm.

Manufacturer narrative:
Section h10: (h3) there is no specific device information provided for the novation gxl. The cause of the patient¿s pain cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition as associated with the interaction between the implanted device and the patient due to patient illness, unique anatomy, or other condition that impacts the performance of the device. These devices are used for treatment not diagnosis.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: d1, d4, g1, g4, h6. MDR section codes updated/corrected: d, e, g. PMA 510k cannot be determined; device is unknown. Catalog number, UDI number, serial number, expiration and manufactured dates unknown. The reason for the clinical symptom of pain reported cannot be conclusively determined but may be related to infection, component loosening, instability, osteolysis, impingement, bone fracture, other patient-related conditions, or a combination of these. However, this cannot be confirmed because the devices were not available for evaluation, and relevant patient information, images, or radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.